Event description:
An insertion issue was reported with wear of the abbott diabetes care (adc) device. The customer reported that during application, it was observed that the adc device applicator "needle was poking the skin". The customer had contact a healthcare professional (hcp) who removed the sensor with the needle, insertion site was cleaned, and a patch was applied for treatment. A "sugar level of 170" was reported but it is unknown what device the result was obtained from or when the result was obtained in relation to medical event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor , and no issues were observed. The sensor plug was properly seated. Visual inspection has been performed on the sensor plug , no failure modes were observed. Further investigation was not performed due to no product returned. Therefore, issue is closed to no product returned. If the partial product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An insertion issue was reported with wear of the abbott diabetes care (adc) device. The customer reported that during application, it was observed that the adc device applicator "needle was poking the skin". The customer had contact a healthcare professional (hcp) who removed the sensor with the needle, insertion site was cleaned, and a patch was applied for treatment. A "sugar level of 170" was reported but it is unknown what device the result was obtained from or when the result was obtained in relation to medical event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.